Event description:
Since the old pump was replaced, the pt never had therapeutic effect; the pt had increased pain. In 2009, during a dye study, they were unable to aspirate fluid through the catheter access port (cap). There were no volume discrepancies, no audible alarms, the programming was verified to be correct, and the event logs were normal. A catheter problem was suspected and a revision was planned. The pt outcome was reported as "no injury". The device system was used to deliver morphine. Additional information has been requested, a f/u report will be sent if additional info becomes available.